Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that during a shoulder arthroplasty, the tip of the rss glenoid baseplate impactor-s device was found to be broken. The procedure was resumed, without any delay, using the same device. No pieces fell in patient. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the product has not been returned to the aus site for evaluation and photographs were note provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. The complaint alleges no injury to the patient nor a delay during surgery. As the device has not been returned for evaluation, it could not be determined whether the device contributed to the reported event. As the product lot number was not reported, it could not be determined whether the device met manufacturing specifications. The rss glenoid baseplate impactor is a reusable instrument expected to be used across multiple surgeries. Further, its intended use is to absorb forces exerted on the glenoid baseplate, an implantable component of the reverse shoulder system, during impaction in order to prevent damage to the implant. Therefore, the plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. The most probable cause for the reported event is wear due to normal use. This probable cause is supported by similar previous complaints. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.